Manufacturer narrative:
Device passed functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed the delivery accuracy test at 0.08730 inches. No unexpected possible over delivery anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that they were experiencing low blood glucose and alleging for possible over delivery anomaly. Blood glucose level at the time of the incident was 34 mg/dl which was treated with food. Customer's current blood glucose value was 200 mg/dl. The customer was working in the middle of the night prior to low blood glucose event. The customer was using the insulin pump system within 48 hours of reported low blood glucose event. The customer was assisted with programming the insulin pump. The insulin pump will be returned for analysis.